Event description:
A distributor reported that a customer visited the emergency room due to an issue related to low blood glucose, which was attributed to the absence of a sensor, preventing the pump from delivering correction boluses. The customer experienced a blood glucose level of 41 mg/dl. The mother of the patient called an ambulance, and the customer received intravenous saline and insulin, which resolved the issue. The healthcare provider confirmed no permanent damage occurred, and a system check verified the pump was functioning properly.